Event description:
During preventative maintenance of the device, the user reported, the battery status indicator on the heart lung console was red, although the user charged the batteries for 24 hours. The user attempted to charge the batteries on two occasions with the same result. The service representative found that the fan on the base of the system had failed. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.